Event description:
The customer reported that the applicator needle of the abbott diabetes care (adc) device stayed in the arm. The customer experienced symptoms of pain and bleeding after application. Details of treatment are unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.